Manufacturer narrative:
(B)(4) . The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed that the carrier was stuck in the cage, however, the functional inspection was performed and the carrier was actuated three times and it extended and retracted without any problems. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that since the issue occurred during preparation, the most probable root cause of this event is handling damage since the complaint was caused by handling of the device during unpacking, preparation, or procedure.

Event description:
It was reported to boston scientific corporation that a capio slim was opened for use in an anterior/posterior vault repair procedure performed on (B)(6) 2015. According to the complainant, during preparation, the physician tested the device and noticed the needle carrier would not retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a capio slim was opened for use in an anterior/posterior vault repair procedure performed on (B)(6) , 2015. According to the complainant, during preparation, the physician tested the device and noticed the needle carrier would not retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.